Event description:
It was reported that non-dependent patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited noise resulting in pacing inhibition. Noise could be reproduced with isometrics. The noise could not be programmed around. The lead was explanted and replaced on (B)(6) 2018. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. An external abrasion breaching the outer insulation and exposing the outer coil was noted at 15.4 cm to 15.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This most likely contributed to the reported complaint of noise problem.